Event description:
It was reported that when a 40cc iab was plugged into the pump it registered 5cc. Difficulty was also experienced tracking with v pace. The pt was transferred to another pump without complications.